Event description:
Customer reported to sales representative that during radical prostatectomy procedure, a needle broke while "blind" suturing in the pelvic cavity. The surgeon attempted to locate the needle and was unsuccessful. The needle fragment was visualized on x-ray. Surgeon is noted to have determined that it was safer to allow the needle to remain rather than continue with further exploration. The surgeon obtained another suture and continued with the procedure. The pt was later advised that the needle had broken and was assured this would not result in any adverse event. The pt was discharged from the hosp without any adverse consequences.